Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the sureform 60 stapler, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, after first use, the tip of the sureform 60 stapler was not opening while the instrument was inside the patient. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: stapler was not opening while it was inside the patient before clamping. Stapler release kit was not use; it came out through the stapler port.